Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing ineffective stimulation. Reprogramming did not provide resolution. Lead diagnostics and x-rays revealed no anomalies. In turn, surgical intervention may be undertaken at a later date. The manufacturer is in the process of obtaining the patient's device information and implant date.